Event description:
Account alleged that the head section will not go up.

Manufacturer narrative:
Technician checked the bed and the head section operates normally, no issue found. Bed put back in service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.